Manufacturer narrative:
Device evaluated by MFR: promus premier ous mr 32 x 3.50mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od(outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. A visual and tactile examination of shaft polymer extrusion revealed a shaft break at the site of the port bond. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. During preparation of a 32 x 3.50mm promus premier drug-eluting stent, the stent was released from the balloon during removal of the protective tubing. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(6). Age at time of event: 18 years or older. Device is a combination product.   (B)(4).   Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   Bsc ID: (B)(4). Tw: (B)(4).

Event description:
It was reported that stent dislodgement occurred. During preparation of a 32 x 3.50mm promus premier¿ drug-eluting stent, the stent was released from the balloon during removal of the protective tubing. The procedure was completed with another of the same device. No patient complications were reported.